Event description:
Patient for laser photocoagulation treatment. During procedure, device stopped working. Case stopped. Biomed evaluated device and changed filter, however still not working. Patient procedure cancelled, will be rescheduled when device is functioning. Further follow up revealed that the laser isn't used that often and the dye in the device coagulated. This prevented the device from operating.